Manufacturer narrative:
The hospital reportedly replaced the bag to vent switch. No ge healthcare service provided. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the bag to vent switch was stuck preventing the selection of the desired mode of ventilation. There was no report of patient involvement.